Event description:
False neg covid 19 antigen results using the poc sofia 2 analyzer. Nasal specimens collected on all residents and staff at (B)(6) on (B)(6) 2020 and sent out to lab for pcr testing. Positive results reported on (B)(6) 2020. Another specimen was obtained and tested on the sofia analyzer with neg results. The res was asymptomatic until (B)(6) 2020. I notified (B)(4), the quidel rep, who stated that the neg result could have been r/t not enough viral load for detection. She was sending this thru their qa process. I also notified dph and was instructed to file report with FDA per cdc guidance. Res suffered no adverse effects from the false neg result and no other false results reported with the poc device. FDA safety report ID # (B)(4).